Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 398 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.